Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was performed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed with no issues noted. Functional tests performed included leak testing, clear passage testing, and clamp function testing. All functional testing passed and product met specification. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue between a transfer set and titanium adapter. The physician stated the connection was loose and could easily get disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.